Manufacturer narrative:
Manufacturer's investigation conclusions: the reported event that the power module "cannot read the external file stick" was confirmed via evaluation of the returned power module ((B)(4)). The returned power module was evaluated at the european distribution center (edc). The power module failed to communicate with a test system monitor during testing, reproducing the reported event. Further evaluation of the power module isolated the issue to power module internal monitor cable. The power module internal modular cable was replaced and no further issues were observed. The power module internal monitor cable was forwarded to product performance engineering (ppe) for further evaluation. The returned cable was installed into a test power module and functionally tested with a test system monitor and system controller and no issues were observed. The reported communication issue could not be reproduced during ppe evaluation. The root cause of the reported event could not be conclusively determined through this analysis. Incidental findings: pin 14 was dislodged from internal monitor cable, and the bottom housing was cracked. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The power module instructions for use (IFU), rev. B instructs the user on how to routinely inspect, clean, and maintain the power module. Section 2, entitled ¿setting up the power module (pm) prior to use¿ informs the patient not to use a power module that appears damaged, and to obtain a replacement if needed. Heartmate ii instructions for use (IFU), rev. C section 4 ¿system monitor¿ explains how to set up the power module for use with the system monitor. This section also explains the system monitor interface and the actions to take when communication between the system monitor and system controller/power module cannot be established. Heartmate ii patient handbook, rev. C section 6, entitled ¿caring for the equipment¿ describes how to care for and clean all equipment, including the power module. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of the heartmate ii lvad equipment, including the power module. Heartmate ii patient handbook, rev. C and heartmate ii instructions for use (IFU), rev. C caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the power module was returned due to being unable to read an external file stick. No further information was provided.